Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, far r-wave oversensing was observed. Patient was asymptomatic. Programming changes were made. There were no adverse consequences to the patient.